Event description:
It was reported during preparation that the camera head image was not displayed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: b5, d5. Since the device in question was manufactured more than 15 years ago, the DHR could not be verified. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of main body, corrosion of electrical contacts. Based on the results of the investigation, and since "no image was displayed" was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image was not displayed. There were no reports of patient harm.